Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. This device is a serviceable item and was not returned. The unit was repaired in the field, therefore a document based investigation was performed including a review of complaint history, the device history record, review of documentation, instructions for use, manufacturing instructions, and quality control data. Service report review: a service report was received for service performed 31may2019. The shutter and mirror were replaced to resolve the reported issue. Additionally, the unit was (preventive maintenance (pm'd) including replacement of the di cartridge, water filter, and blast shield as well as filled with fresh di water. Following the repair and pm, the unit passed all tested and the unit performed normally. A review of the device history record for this lot number showed no non-conformances. A review of complaint history revealed two other complaints associated with this lot number and serial number. The first issue indicated a shutter failure and was repaired by fine tuning the motor responsible for the shutter operation. This repair occurred on 27jun2017 and the unit operated without issue for over a year until the next issue was observed. The second issue observed is for "displays foot pedal being pressed message". It is not likely that these issues are related to the current complaint. Cook also reviewed product labeling. The product IFU, u_cd_h-30_rev3 ¿h-30 holmium laser system,¿ provides the following information to the user related to the reported failure mode: chapter 2 installation chapter 5 operation error messages there are several error messages that can be displayed either in the information bar on the main screen or in the error log on the options screen. Shutter failure: the shutter isn¿t functioning properly. Call for service. Chapter 6 maintenance general maintenance with careful use in normal operational conditions, the supplier recommends an overall system check every 12 months. Intense use, a dusty or dirty operational environment, or frequent movement requires more frequent maintenance. Verify the alignment and calibration using the instructions in chapter 2. Error messages error message possible cause solution shutter failure component failure call for service based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Cook has concluded that the reported complaint of shutter failure is confirmed. The cause of the complaint is the failure of the shutter and mirror. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction:

Event description:
No new information to report.

Manufacturer narrative:
PMA/510(k) # - k130444. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the error message "shutter stuck" was showing on the h30 holmium laser screen and the laser would not work. They repeatedly turned the laser on and off and the same error message was present. The procedure to perform laser fragmentation of kidney stone was abandoned as they do not have a second laser machine. The patient was rescheduled for another operation. There were no other laser cases on the operating list. There was no patient contact with the laser during this event.